Manufacturer narrative:
Correction: section e: physician corrected to (B)(6).

Event description:
New information received notes the issue was discovered in clinic and the patient was asymptomatic. No programming changes were made. The patient's condition was good. The patient was being monitored,

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).